Event description:
Customer reported being hospitalized for dka. During troubleshooting, it was discovered that customer received no delivery alarms prior to hospitalization. Customer treated high blood glucose leves with manual injection but did not change out set when alarms occurred. Customer called back experiencing high blood glucose levels. Troubleshooting performed and insulin exited during test prime. High pressure test not performed due to the fact that customer did not have tubing clamp.